Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of event occurred. The field service engineer (fse) inspected the system onsite and found that no switch-on voltage was present. Voltage was present before and after the contactor in the m cabinet, and fse suspected that k1 was not switching on the mim board. Fse replaced the mim board, but the issue was not resolved. A review of the system logfiles found that there was an issue with pdu. Upon troubleshooting, fse identified that the cause of the issue was a defective voltage converter on the fan tray. The defective parts pdu fan tray and dcps were returned for analysis, and it was concluded that no fault was found. Fse replaced the pdu fan tray and dcps. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system could not be started. No harm has been reported to philips. A philips field engineer (fse) inspected the system onsite and replaced the pdu fantray and dcps which returned the device to good working order.